Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. Although a photograph has been received, no evaluation will be conducted. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
End user reports developing an allergic reaction after 2-3 days of using the hydrofiber dressing. He states the reaction consisted of a red rash, pain, and severe wounds to his arms, legs and feet. No other products were used in parallel with the hydrofiber dressing and no medications were prescribed for this event. Photos depicting the reported complaint issue were provided by the complainant.